Manufacturer narrative:
The device was received for investigation. Maintenance was performed according to the most recent revision and the product was returned to the customer.

Event description:
During an rf procedure, the patient experienced unintentional sensory stimulation when the generator was in sensory mode. There was no delay and the case was completed as planned using the same equipment. No treatment or intervention was required due to this event.